Event description:
Customer reported their adc blood glucose meter screen "blew up" when a test strip was inserted and "went black and yellow". There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. The complaint was not confirmed and a new issue was observed. No signs of burn marks were observed on the meter. Further investigation on the device observed black spot on the liquid crystal display. The owner's manual indicates that the system check screen "always appears when meter is first powered on so that you can make sure the display is working properly. Do not use the meter if the system check screen does not match" the example given in the manual. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4)